Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during sling placement procedure on (B)(6) 2016. According to the complainant, post procedure, the patient experienced pain. On (B)(6) 2016, the sling was planned to be removed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.